Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4)

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported battery error message. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.